Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the pacemaker went into high output mode even though the threshold was in range. No intervention was performed. The patient was stable.